Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction. It was confirmed that there was no audio delivered from the monitor's speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. It was confirmed that there was no audio delivered from the monitor's speaker. This complaint has been evaluated and does not allege a death or serious injury. Risk analysis - in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. Root cause - the bedside monitor's speaker assembly board was removed and replaced with an alternative speaker assembly board. The pt monitor was then tested and passed the performance verification tests prior to return into service for customer use. There have been no further reports of speaker malfunction since replacement of the pt monitor's assembly board associated with this event. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.